Event description:
Per additional information received, the patient has experienced erosion, extrusion, blood loss, and required nonsurgical and additional surgical interventions.

Event description:
Complaint # (B)(4). Per additional info received, the patient has experienced "severe abdominal pain" - unspecified "colon problems"- "continued pulling sensation in lower right abdominal region", "vaginal bleeding and discharge", "original surgical site was not healing properly", "recurrent chronic vaginal pain associated with bladder infections and pelvic pain", and "prolapse bladder". Per the pt's medical records, the pt experienced vaginal mesh erosion. The pt underwent an excision of vaginal mesh for the preoperative diagnosis of vaginal mesh erosion.